Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 03.809.972, lot number: 6552991: release to warehouse date: (B)(4) 2011. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic ring on the slotted mallet split and fell off during surgery. Also, while using the oracle slap hammer, the shaft separated. There was no delay in surgery and the patient is stable. There is no additional information. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information provided by reporter. An investigation summary was performed. The investigation of the complaint articles has shown that:one (1) slotted mallet (part pdl102 lot a70a46 mfg feb 2006) and one (1) oracle slap hammer (part 03.809.972 lot 6552991 mfg feb 2011) were returned with a complaint stating that the plastic ring on the slotted mallet split and fell during surgery and the shaft of the oracle slap hammer ¿separated¿. Upon evaluation, it was noted that the plastic cap was broken into two pieces with the threaded insert broken from the base. The threads on the plastic insert were stripped. The oracle slap hammer was returned with the shaft broken from the adaptor component at the threads. Replication of the complaint condition is not applicable since the parts were returned broken. The complaint condition is confirmed. This investigation summary is approved. Hospital acct. Information provided by reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.